Event description:
Additional information was received which indicated this patient is being monitored remotely. No further action is expected to be taken. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. At this time, the rv lead and crt-d remain in service. No additional information was received. No adverse patient effects were reported.